Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device,yes, the customer's stated problem was verified. During inspection and power up, the device was found to be alarm with error code 41786 instead of 46442 in red screen. Both 41786 and 46442 were found in an event history log and indicate a problem with microprocessor board issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during testing of this smiths medical cadd solis vip pumps error code 46442. No patient involvement was reported.